Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center and a ventilator inoperative alarm indicating that the amount of fluctuation in flow sensor deviated from the standard was confirmed. The device's system board was replaced to address the issue. The device's air inlet foam filter and particulate filter were replaced preventatively. The device was tested and passed all final testing.